Event description:
A distributor reported an issue involving an error identified as 42t mcg, where bluetooth was unavailable. There was no information provided regarding any impact on the customer's blood glucose level. The pump is expected to be returned for further inspection, although no additional information on corrective actions was available.